Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, using computed tomography (CT) and fluoro, the spine 2.0.1 software became unresponsive shortly after registration. The navigation system was re-booted, however, patient registration was lost. The surgeon switched procedures to CT only and used pointmerge to register the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. Software investigation not completed.